Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response. The pump was received with a cracked case (battery tube), and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated the device had physical damage and the buttons were unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.